Event description:
The lead was explanted due to elevated threshold approx. 95 months after the implantation.

Manufacturer narrative:
The codes remain the same as those submitted with the initial report. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.